Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the reported issue of "poor image (side-to-side noise) " was not confirmed. However, inspection found cracks and scratches on objective lens. Switch damaged noted . (Switching cannot be pressed smoothly due to damage to switch 1(sw1 . Furthermore, inspection found the tip fixing screw adhesive is peeling (there is insufficient adhesive in screw holes of distal end). This condition caused damaged to the distal end c-body. Additionally, the following defects were identified during device inspection: adhesive on a-rubber (bending section) detached. Adhesive on a-rubber has a crack. Peeling of paint on air/water (aw) cylinder observed. Objective lens, connecting tube has a scratch. Dirty tip noted. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative sent a repair request reported with an issue of " poor image (side-to-side noise) ". No harm was reported. No patient harm, no user injury reported . Device evaluation found the device tip fixing screw adhesive is peeling. This report is being submitted due to the finding of tip screw adhesive peeling (c-body-distal end defects ) identified during device return evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the tip fixation screw adhesive peeling could not be determined. Olympus will continue to monitor field performance for this device.